Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('left fallopian tube demonstrates an embedded elongated synthetic coil') in an adult female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) (interpreted as hysterectomy, salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and dysmenorrhoea had resolved and the embedded device, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding). Surgical pathology report: specimen: uterus, cervix, bilateral fallopian tubes diagnosis: cervix mild chronic cervicitis. Endometrium proliferative phase. Myometrium focal adenomyosis. Right and left fallopian tubes coiled device consistent with essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain and embedded device". Batch no c91770 production date 2014-08-05 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('left fallopian tube demonstrates an embedded elongated synthetic coil') in an adult female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) (interpreted as hysterectomy, salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and dysmenorrhoea had resolved and the embedded device, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding). Surgical pathology report: specimen: uterus, cervix, bilateral fallopian tubes diagnosis: cervix mild chronic cervicitis. Endometrium proliferative phase. Myometrium focal adenomyosis. Right and left fallopian tubes coiled device consistent with essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain and embedded device". Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Event "embedded device" was added. Essure lot number was added. Reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) (interpreted as hysterectomy, salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and dysmenorrhoea had resolved and the menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replace with new events: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder problems, urinary problem, vaginal discharge, fatigue, migraines, headaches were added outcome of the events dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back updated. Case becomes incident. Plaintiff's information updated. Date of removal added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.